Event description:
It was reported that this right atrial (ra) lead was surgically revised due to lead dislodgement. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically revised due to lead dislodgement and this was confirmed via fluoroscopy. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.